Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant attempt, the right ventricular (rv) lead was repositioned three times due to high impedance measurements after the screw was extended. When the impedance did not return to normal ranges, the rv lead was removed and replaced with another lead. No patient complications have been reported as a result of this event.